Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP devices. The manufacturer received information alleging hypersensitivity; liver disease/toxicity, chronic obstructive pulmonary disease, shortness of breath, severe coughing, chest pain. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.